Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient has had 3 dislocations, with all having closed reductions performed. All components remain implanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00877703603 item name bioloxâ® option, head, l, ã¸36/+3.5, taper 12/14 lot # unk. Item number 00620105400 item name replacement locking ring for use with 54 mm shell lot # 63220999. Item number 00771101020 item name femoral stem 12/14 neck taperplasma sprayed press-fit cementless size 10 extended offset lot # 61729268. Item number 00620005422 item name shell porous with clusterholes 54 mm o.d. Lot # 61820790. The device will not be returned for analysis as remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported right tha performed. Subsequently developed pain, and elevated cobalt levels. Revision of right tha performed seven (7) years post implantation. Patient experienced three dislocations one, two, and nine months post revision. A closed reduction was performed for each dislocation and currently remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.